Event description:
The sister of a (B)(6) male pt called zoll logistic to report that the pt had passed away while wearing the lifevest. The pt suffered a heart attack while at a work site. The lifevest did not deliver a treatment.

Manufacturer narrative:
Device eval summary: analysis of the event shows that a ventricular tachycardia (vt, 270 bpm) was initially declared. The arrhythmia quickly degenerated to ventricular fibrillation (vf). Dual-lead signal artifact was then detected, causing the lifevest to drop out of detection temporarily. The source of the dual-lead noise cannot be positively determined but was likely caused by poor electrode-skin contact when the pt collapsed. ECG artifact persisted noise on the front-back channel, while the side-to-side channel continued to provide clean ECG recordings. The pt then went into fine vf (98 bpm) for 54 seconds that later degenerated to asystole (a non-treatable rhythm). The fine vf was below the 120 bpm threshold, causing the lifevest to drop out of the treatment sequence. The device properly detected the ventricular arrhythmias, but the poor contact between the electrodes and the pt's skin caused dual-lead noise that interfered with the detection sequence. The rate of the fine vf was below the programmed threshold. The device properly detected asystole and fell out of detection, as it is a non-treatable rhythm. The lifevest operated according to specs. Device eval of electrode belt sn (B)(4) has been completed. Upon eval of electrode belt sn (B)(4), a high voltage wire in the distribution node was found to be partially cut. This defect did not have any affect on the device's ability to properly detect an arrhythmia. There is no evidence to suggest that the cut wire caused or contributed to the pt's death. Device eval of monitor sn (B)(4) has been completed. The monitor was fully functional.